Manufacturer narrative:
This report is submitted on february 18, 2020.

Event description:
Per the clinic, the patient experienced an infection at the abutment site that was treated with antibiotics (type and date administered unknow). The abutment was changed under a general anaesthetic.